Event description:
The customer reported via phone call that the reservoirs were leaking. The customer stated that he could not see exactly where the leak was coming from, but that it only happened during filling. The customer reported that this has been a recurring issue. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.